Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). It is unknown if the sample has been received for evaluation. The correct and confirmed sample receipt date will be reported in a follow-up MDR when this information is received.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 02/08/2011. An actual sample was received for evaluation for the reported condition of a blocked set. The sample was submitted to an underwater leak test for blockage and no abnormalities were observed. The sample was then submitted for a gravity test and a flow restriction was observed at the level of the air vent assembled on the chamber. The reported condition was confirmed. The root cause of this issue was attributed to a defective raw material. This raw material defect has not been reported before for this product; therefore, the issue will be considered as a single occurrence event and thus it will be kept under the trending records that are followed during the quality reviews for further actions to be taken. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a continu-flo solution administration set in which the line was found to be blocked. The condition was reported to have occurred during priming. There is no patient involvement reported; therefore, there was no patient injury or medical intervention associated with this event. No additional information is available.